Manufacturer narrative:
Two knife samples inside of opened blister packages and one knife sample inside of an unopened blister package were received by manufacturing for evaluation. The returned samples were examined per facility procedure and the two opened samples were found to be visually nonconforming for cutting edges and conforming for blade tips. The returned unopened sample was examined and was found to be visually conforming. Penetration testing was performed on the unopened sample only due to damaged condition of the opened samples. Penetration test results, measured in grams of force, was 43.0 grams. The maximum allowable penetration test specification is 125 grams of force. The complaint lot number was identified. A review of the related device history records (DHR) has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates one additional complaint was associated with the reported lot. How the returned opened blades became damaged as described in the complaint cannot be determined from the evaluation. The appearance of the blade damage is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling, or from contact with another instrument during surgery or set-up. All visual and functional tests performed during the evaluation for the returned unopened sample was conforming. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife exhibiting a burr on the blade resulted a tear in the incision site during surgery which necessitated a suture. The patient returned the following day to have the site re-sutured after he rubbed his eye. Additional information has been requested.